Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The leak in the hub was not confirmed as it could not be tested due to the damage. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the preparation of a 3.0 x 12mm nc trek balloon, leaking was noted from the connection part of hub while normal saline was being injected from the hub side. A three-way stopcock was connected to hub and normal saline was injected using a syringe. The device was not used on the patient. The procedure was completed without issue, using a 3.0 x 15 mm nc trek balloon. During preparation for return, the hub separated in the plastic bag. No additional information was provided.